Event description:
Upon evaluation of the returned gas/water valve, foreign material was observed on the rubber portion of the valve. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed on the rubber portion of the valve. The foreign material was found to be a mixture of organic silicone, sodium chloride, and sodium carbonate, which is contained in anti-foaming agents, disinfectant, etc., and can cause deposits of white foreign material. The root cause of the issue could not be definitively determined, however, the issue was likely the result of a failure to follow the device instructions for use (IFU). The event can be detected/prevented by following the maj-2010 IFU sections below: chapter 3 3.1 preparation and inspection, 3.3 attaching the instruments. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.